Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up one week post routine generator change. The right ventricular lead exhibited intermittent loss of capture. The patient experienced presyncopal symptoms and light headedness. Patient presented for lead replacement on (B)(6) 2017. During procedure, the lead was analyzed through psa and intermittent capture was observed at max outputs. The lead was capped and replaced. Patient was asymptomatic post procedure.